Event description:
Approx 40 minutes afer initiating hemodialysis therapy, an air-foam mixture was observed in the entire extracorporeal blood circuit. This condition was not detected by dialysis machine monitoring systems. Dialysis clinic staff stopped the treatment session before air reached the pt. The dialysis machine was operator according to the manufacturer's instructions for use, including use of a recommended blood tubing set.